Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) experiencing numbness in the left leg when sleeping at night. An x-ray was taken and the doctor believed the lead may have migrated one level down. Further follow-up was scheduled with another physician for (B)(6) 2017 for x-rays to confirm if there was lead movement. In additional to imaging being taken impedance testing was performed with results within range so reprogramming was performed and adaptivestim was enabled which gave the consumer satisfactory results resolving the issue. On top of reprogramming additional education on night time use and adaptivestim was performed which may help to resolve the nighttime numbness.